Event description:
The tip of the vena port cath broke off from the rest of the catheter and lodged in the right ventride. The broken piece of catheter was removed by a radiologist and the port was removed in surgery.